Manufacturer narrative:
Bci cts (customer technical support) assisted the customer with troubleshooting and recommended the use of personal protective equipment before troubleshooting. During a visual inspection of the cc side, the customer noticed that the cc sample probe was dripping. Cts asked the customer to check the sample syringe and probe tubing and customer stated that the cc sample line was a little loose. Tightening the fitting in the cc sample resolved the leaking and the suppressed cc results issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating some of the cartridge chemistry (cc) side chemistries were suppressed. No injury was reported and no erroneous results were generated.